Event description:
The customer reported that the charge button was activated when the charge, energy select and shock buttons are pressed. This issue would not allow the device to select or deliver defibrillation energy. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed keypad assembly and observed that the cause of the reported issue was due to the left side of the charge key being damaged/shorted.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.